Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient sought medical attention at the hospital on (B)(6) 2025, due to symptoms of confusion, difficulty walking, lack of appetite, and fatigue. The patient was diagnosed with early-stage diabetic ketoacidosis (dka) and received boluses and tests for acid levels. The issue was suspected to be caused by the pod not delivering insulin, leading to high glucose levels (above 400 mg/dl) and ketones. The pod's pink slide moved forward, the cannula was inserted correctly, and there was no redness, swelling, or insulin leakage at the pod site. However, the cannula appeared bent upon removal. The patient reported no recent alerts on the omnipod 5 app. The pod was worn between 24 and 36 hours on the arm.